Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Mfg date: unknown at this time but will be provided with follow up report. UDI # unknown at this time. To be provided with the follow up report.

Event description:
The customer reported that the device is does not power on. There wasn't any negative patient impact.

Manufacturer narrative:
(B)(4).